Event description:
It was reported that the patient experienced an scs cervical ipg migration. The patient's cervical ipg moved closer to the spine and was causing discomfort. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of ipg migration was reported to abbott. The ipg was replaced and relocated due to discomfort. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.